Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, one day after implantation, a codman microsensor displayed inconsistent icp readings. The device was removed and monitoring discontinued. There is no report of harm to the patient.

Manufacturer narrative:
Updated UDI (B)(4), corrected fields, additional information. The previously reported lot number was incorrectly listed as the serial number. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Evaluation codes updated.

Manufacturer narrative:
Updated UDI : (B)(4). The sensor was returned for evaluation. There was no visible damage to the sensor or connector. The catheter material as kinked 58.8 cm from the tip. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A review of both finished good and component level manufacturing records found no discrepancies. Based on the investigation, the reported issue was unable to be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.